Manufacturer narrative:
A supplemental report is being submitted due to additional information received in regards to further product allegations and event details. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-jan-2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 07-may-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 06-jan-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿<(><<)>battery> d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-jan-2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 07-may-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 28-jan-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿<(><<)>battery> d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-jan-2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 07-may-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 09-jan-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿<(><<)>controller ac adapter> d4: model #: 1403us/ catalog #: 1403us/ expiration date: 14-jun-2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 07-may-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 14-jun-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02027 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿<(><<)>controller ac adapter> d4: model #: 1403us/ catalog #: 1403us/ expiration date: 22-aug-2020/ serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 07-may-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 22-aug-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02027 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three more of the patient's batteries were having similar issues as the first three initially reported with the same controller. It was also noted that two controller ac adapters were intermittently beeping, and not providing the controller with power while plugged in. The three batteries, controller, and two controller ac adapters were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller ((B)(6)), six (6) batteries ((B)(6)), and two (2) controller ac adapters ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned adapters and batteries revealed that the devices passed functional testing. Visual inspection of the batteries and adapters revealed worn damage on the output connectors. The observed damage did not affect the functionality of the devices; the devices were able to adequately provide power to a test controller. This is an additional finding not related to the reported event. The batteries were able to charge and discharge as expected. Additionally, log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported no power and power consumption issues events could not be confirmed. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a slightly bent pin within power port (1); however, a power source was able to power to the controller. Supplemental testing did not reveal wear to the gold-plating of the pins; however, visual inspection under 10x magnification revealed contamination within the pins of both power ports and a slightly bent communication pin within power port (1). Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed three (3) controller power up events recorded on (B)(6) 2021 at 12:40:00, on (B)(6) 2021 at 13:38:43 and 13:42:47. The controller was without power for 11 seconds, 14 seconds, and 14 seconds, respectively. No anomalies were observed prior to the losses of power. Analysis of the data log file revealed momentary disconnections involving (B)(6), and a controller adapter. Momentary disconnections will result in an audible tone or ¿beep. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported loss of power and beeping events were confirmed. The reported power disconnect alarms were not confirmed; however, it is likely the observed communication errors were related to the reported power disconnect alarm event. The power sources were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported beeping event can be attributed to momentary disconnections between the controller and power source, likely due to contamination within the power port pins. The most likely root cause of the contamination can be attributed to handling of the device. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, likely due to contamination and a bent communication pin. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damage to the power source connectors can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' output cables and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged power source connectors. Additional products: d4: (B)(6) d9: yes, return date: 30-apr-2021 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c07 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) d9: yes, return date: 30-apr-2021 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: serial or lot#: (B)(6) d9: yes, return date: 30-apr-2021 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries were not providing power. The batteries displayed a full charge, but the controller did not recognize the batteries. The event was associated with multiple power disconnect alarms, unexpected losses of power to the controller and associated ventricular assist device (vad) stops. It was further reported that one of the batteries exhibited a power consumption issue. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.